Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed an opening at the distal end of the tissue bag. Stretch marks were observed around the location of the break. Based on the condition of the returned unit, it is possible that the tissue bag was cut by an instrument, which caused the specimen to come out of the tissue bag during removal. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Type of procedure performed: ovarian cyst removal. Inzii retrieval system (tissue extraction bag) broke out on the side when attempting retrieval of ovarian cyst. No harm to patient. Additional information received via email on 07may2021 from [name]: the ovarian cyst was in the bag at the time of the break. No documentation if the port size was enlarged. No documentation that a new device was used or how the procedure was completed. No photo available - device in biohazard bag to be returned. Responded that "device as received will be returned" when ask if device was intact or has been taken apart. Patient status: no harm to patient. Type of intervention: ni.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: ovarian cyst removal. Inzii retrieval system (tissue extraction bag) broke out on the side when attempting retrieval of ovarian cyst. No harm to patient. Patient status: no harm to patient type of intervention: ni.